Event description:
Upon bringing patient back to bed after using the bathroom, mom noted her hand to be wet after straightening out IV tubing. This rn paused all infusions, instructed mom to wash her hands thoroughly and found connection to be leaking between mtx tubing and spiros connecting it to ivf tubing. Tubing taken down. Advanced practice registered nurse (aprn) and chemo safety notified. According to pump, 17.1ml left to infuse. New dose of 17ml made by pharmacy. New chemo clearance placed. Plan to hang and finish last 17ml prior to 24hr mark from original bag being hung. Per this rn judgment, only drops leaked out. No damage to patient skin expected, assessment within defined limits. Will continue to monitor.